Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.010.228, lot: u189386. Manufacturing location: monument, release to warehouse date: dec 06, 2013 and jul 01, 2014. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Drill bit was received. Visual inspection confirmed the condition of device breakage, which agrees with the reported complaint condition. The oblique break occurred at the spiral tip. The sheared off tip fragment was not returned. Dimensional inspection was completed. The diameter of the drill bit near breakage point was intended to be 4.0mm to 4.6mm and it was measured to be ø4.52mm (ca818). The tip of the drill bit measuring approximately 25mm length (ca818) was observed to be broken. Specified hardness requirement was 50-55hrc; lots were certified at 51.74hrc. A root cause for the drill bit breaking could not be definitively determined based on the provided information. The fracture pattern suggests that an off-axis force during drilling is a likely contributor. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated test data. Updated reporter.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in finland as follows: it was reported that on (B)(6) 2019, the patient underwent a femur nailing procedure using an adolescent lateral femoral nail (alfn). When drilling using an unknown golden drill guide, the drill bit broke and a piece of metal left in the patient's body. It was unknown if there was surgical delay. Surgical procedure and patient outcome were unknown. Concomitant medical products: drill guide (part unknown, lot unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).